Manufacturer narrative:
In a good faith effort (gfe) response from the customer , it was stated that the replacement power supply had been ordered, but it had not yet been replaced. Following the gfe response, multiple further gfes were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not getting wall power. The customer informed the remote service engineer (rse) that the device was not operating as expected when on alternating current (ac) power when connected to the wall outlet. Was only operating on battery power. The customer found that there was no power coming out of the power supply. The rse provided the part information for the power supply. This investigation is ongoing.